Event description:
It was reported by the patient that the device was replaced due to "low battery failure" and did not last the expected life of the product. The clinic confirmed that the device reached elective replacement indicator due to suspected early battery depletion. The device was explanted and was replaced with a competitor's product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.